Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by customer power cycling the system. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer called in after the procedure to report the surgeon complained about universal surgical manipulator (usm) 2 and usm3 being jittery and not moving correctly. The intuitive surgical, inc. (Isi) technical support engineer (tse) found no related errors and shared that issue might have been instrument or sterile adapter related. The tse was not able to help troubleshooting since case was over but walked the customer through a power cycle of the system for their following procedure. The system powered back on without issue and no errors were found. The procedure was completed with no reported injury.